Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated difficulty attaching luer adapters from a specific box, despite no prior issues with this product, and a replacement was provided. Symptoms included no adverse clinical effects. Outcomes included replacement supplies and user education. Investigation included a request to return the remaining adapters from the reported lot for evaluation. Investigation of this case revealed that the issue involved connector attachment performance for luer adapters, with the affected lot identified by the user and pending retrieval for analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.